Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were reproduced while running an infusion. The alarms were confirmed through a review of the event history log. Evaluation found the ultrasonic sensor fluid readings to be below specification. It was found that this was caused by cracks in the upstream sensor tail. The upstream sensor was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy on the clinical floor (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.